Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and pocket was revised. The physician did not suspect device malfunction. The patient was doing well postoperatively. Sc-1200 (sn: (B)(4)) device evaluation indicated that the returned ipg passed all tests performed.

Event description:
A report was received that the patient was having difficulty charging the ipg due to swelling. It was believed that the swelling was from the patients latest surgery. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was having difficulty charging the ipg due to swelling. It was believed that the swelling was from the patients latest surgery. The patient will undergo a revision procedure wherein the ipg will be relocated.